Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® k3e 3.6mg plus blood collection tubes, there was no label on the unit. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that before using one (1) bd vacutainer® k3e 3.6mg plus blood collection tubes, there was no label on the unit. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 19 photos for investigation, which show evidence of a missing tube from the shelf pack and a missing shelf pack label. Additionally, two retained samples were visually inspected, and no missing tubes or missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: defective product/component and incorrect count - less than expected. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.